Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had replace battery now without low battery alarm and insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer¿s blood glucose was 191 mg/dl at the time of incident. The customer stated the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer state this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.